Manufacturer narrative:
The reported event of low pacing impedance was not confirmed while the event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal data and normal functionality. Further analysis was performed, including pacing impedance measurement and results indicate the device exhibited normal device characteristics without any anomalies. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited low pacing impedance after fixation. While attempting to reposition the lp, the helix was stretched. The lp was removed and a different lp was implanted. There were no patient consequences.